Event description:
Customer reported that the insulin pump has been exposed to fluid. Customer stated that the insulin pump fell in the lake. It was reported that fluid is visible under the screen of the insulin pump. Customer also reported that the battery cap does not screw in tight. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.